Event description:
Customer reported their battery compartment was broken. The customer also stated the screen was cracked and the belt clip was broken. The customer's blood glucose was 274 mg/dl. Customer has treated their blood glucose with the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and broken battery tube threads. No cracked on screen noted during visual inspection.(B)(4).